Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. The customer experienced a low blood glucose (bg) level ranged from 31-381 mg/dl. Cause was not known. Customer consumed candy & nasal spray to address bg.